Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, three anterior vitrectomy probes would not cut, however, the aspiration function continued. The procedure was aborted before implanting the intraocular lens implant. Additional information has been requested.

Manufacturer narrative:
The customer did not return probe samples for evaluation. The final customer lot was identified as lot 1709470h. For this final lot, two component probe lots, manufactured in december 2014, were used to make up the final lot. A device history record review for each of the lots was conducted. According to the device history record review, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. One lot had no anomaly found based on the device history record review. The product was released based on the manufacturer¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there was one other complaint for this reported issue. Because samples were not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).